Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and flushed skin are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and flushed skin as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported four months after injection with juvederm voluma patient was stung by a wasp. Three days later patient developed swelling of "numerous body parts including lips and upper face. " at the sites where juvederm voluma was injected the swelling was "severe and the skin was thicken and flushed." Patient was treated with cipronex, encorton, and telfast and symptoms improved. Symptoms are ongoing.